Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report that the surgeon side console (ssc) foot tray was not moving forward or backwards or up and down. Customer checked obstructions and ensured foot tray was on the rails. Site was bringing in a secondary ssc. The procedure was converted to another dv system no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested surgeon side console (ssc) foot tray and found no errors while using ergo controls. Ssc ergo tests were successfully completed. The system was verified and ready to use.